Event description:
A surgeon reported that following intraocular lens (iol) implant surgery he noted the iol to be decentered down in the capsular bag with a slight inferior zonular rupture. He stated the patient is experiencing halos. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined by the investigation. Additional information has been requested. (B)(4).